Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the right ventricular lead integrity alert, and the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015, 86 ventricular sic; ventricular tachycardia (vt) ¿non sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 400-500 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the patient presented to hospital due to the device was ringing. The physician detected that a right ventricular (rv) lead integrity alert (lia) started with noise episodes, the impedance was high, and the vv intervals were very short. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.